Event description:
A malfunction was reported with a pump, where a malfunction code was displayed and could not be reset. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections as a backup therapy. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within ten days, which they acknowledged.